Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving inappropriate hv shocks and atp's. The rv capture increase and rv sensing decrease was observed. Lead dislodgement was suspected. Chest x-ray was suggested. The lead was repositioned. The patient was table post-procedure.